Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to device unrelated medical reasons, namely cholesteatoma and post-implantation otitis media. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Further information on the device explantation report form states that the electrode extruded; however this was not described in detail. The explanted device has not been received for investigation yet.

Event description:
The user was admitted to the hospital with otitis media in the right ear (post-implantation). The device was explanted on (B)(6)2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was admitted to the hospital with otitis media in the right ear (post-implantation). The device was explanted on (B)(6) 2021.